Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient expired due to cardiac arrest. Whether the patient's outcome was considered to be device or therapy related was not provided. Further, the device was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported event and product return; however, no additional information has been provided by the account. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for mlp-018017 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was cardiac arrest. Advanced cardiac life support (acls) protocol was followed, but the patient did pass at 1740. Whether the outcome was device or therapy related was not provided by the customer.